Event description:
The healthcare professional reported that during a coil embolization procedure with the target aneurysm on the middle cerebral artery (mca), the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30623317) replaced a 150cm x 5cm, 45° tip prowler select plus microcatheter (606s255fx / 30627033) when it encountered resistance. The complaint microcatheter was delivered and a pulserider t 3mm, 8mm arch (201d / lot# unknown) was introduced but the pulserider got stuck on a tortuous part of the vessel at the ophthalmic artery. It was reported that continuous flush was maintained. The 150cm x 5cm, 2 markers prowler select plus microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic) and the pulserider was delivered without any issue. The procedure was completed. There was no report of any patient injury or complication. It was reported that the complaint device is not available to be returned.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure with the target aneurysm on the middle cerebral artery (mca), the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30623317) replaced a 150cm x 5cm, 45° tip prowler select plus microcatheter (606s255fx / 30627033) when it encountered resistance. The complaint microcatheter was delivered and a pulserider t 3mm, 8mm arch (201d / lot# unknown) was introduced but the pulserider got stuck on a tortuous part of the vessel at the ophthalmic artery. It was reported that continuous flush was maintained. The 150cm x 5cm, 2 markers prowler select plus microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic) and the pulserider was delivered without any issue. The procedure was completed. There was no report of any patient injury or complication. It was reported that the complaint device is not available to be returned. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30623317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-oct-2021. [Additional information]: the healthcare professional reported that during a coil embolization procedure with the target aneurysm on the middle cerebral artery (mca), the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30623317) replaced a 150cm x 5cm, 45° tip prowler select plus microcatheter (606s255fx / 30627033) when it encountered resistance. The complaint microcatheter was delivered and a pulserider t 3mm, 8mm arch (201d / lot# unknown) was introduced but the pulserider got stuck on a tortuous part of the vessel at the ophthalmic artery. It was reported that continuous flush was maintained. The 150cm x 5cm, 2 markers prowler select plus microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic) and the pulserider was delivered without any issue. The procedure was completed. There was no report of any patient injury or complication. It was reported that the complaint device is not available to be returned. On 09-nov-2021, additional information was received. The information indicated that the pulserider t 3mm, 8mm arch aneurysm neck reconstruction device (anrd) was used with the rebar 18 microcatheter. The reported issue did not result in a clinically significant delay in the procedure. E.1: the initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.